Event description:
Initial reporter indicated that a "pt is complaining about nightly breathing stridor. Pt is referred to a lung specialist." Good faith attempts are being made for add'l details surrounding the reported event.